Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not worn for about a month because it stopped working and shut off. Customer reverted to manual injection. Customer's blood glucose was unknown. Customer did not have insulin pump for troubleshooting. Customer would call back for troubleshooting.